Event description:
The customer reported that they couldn't get a reading from this unit. The issue was discovered during set up.

Manufacturer narrative:
The customer reported that they couldn't get a reading from this unit. The issue was discovered during set up. According to the customer, they changed out the cables and water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they couldn't get a reading from this unit. The issue was discovered during set up.

Manufacturer narrative:
Details of complaint: the customer reported that they couldn't get a reading from this unit. The issue was discovered during set up. According to the customer, they changed out the cables and water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.